Manufacturer narrative:
The manufacturer previously reported the incorrect dates. The correct date for section b3 is (B)(6) 2021 the correct date for section b4 is (B)(6) 2021

Event description:
The manufacturer received information alleging an everflo oxygen concentrator power cord had evidence of thermal damage. There was no report of patient harm or injury. "During the evaluation of the device at a third party service center, thermal damage to the power cord was observed. The power cord had evidence of exposed wires. The power cord was replaced to address the issue. Product labeling states," inspect the power cord for signs of wear or damage." Product labeling also states," the ventilation ports are located at the rear base of the device and at the side air inlet filter. Keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device."